Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial with moisture on lens. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens) and the haptics folded in. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.0 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.